Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net three high ventricular rate episodes with max sensitivity oversensing was noted. The patient was asymptomatic would be reassessed at next follow up. No additional information was available.